Event description:
It was reported there was a 'charge circuit time out' that occurred. It was also reported that the device had reached eos (end of service) and there was an additional alert due to long charge time (>30 seconds). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) firmware - error message/code; data collected from the device showed there was an unexpected charge circuit timeout.